Manufacturer narrative:
The reported event of a driveline and pump pocket infection could not be confirmed based on the evaluation of returned device. However, examination of the pump revealed a red and white, tissue-like thrombus attached to the outlet stator. The tissue did not show laminated layering, indicating that the thrombus did not likely form in the outlet stator. Contact marks observed on the tapered section of the pump rotor indicated that the thrombus was present when the pump was operating. A correlation between the observed thrombus and the reported event cannot be determined. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to the thrombus formation. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. Infection and thrombus are listed in the instructions for use (IFU) as a potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years. The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after approximately 5 years of support, the patient presented to the hospital with fever and poor general condition. A driveline infection was diagnosed. The surgeon tried to reposition the driveline exit site on (B)(6) 2018. During the operation, the surgeon observed that the pump pocket also showed signs of infection. Due to the advanced infection near the mediastinum, a pump exchange was performed on (B)(6) 2018. No additional information was provided.